Event description:
It was reported that a confidence kit experienced leakage of liquid. The pressure was not able to build up in the system. No prolongation of surgery occured as a result.

Manufacturer narrative:
It was noted that the reservoir was filled with dried cement. The pump was tested with a pressure gage to ensure output of the correct pressure. The pumped maxed at 179.3 bar before the safety valve engaged. This is within the specification of 151.5-188.5 bar according to the manufacturing process specification, mps-hpc006 rev u. Water was however found slowly leaking behind the piston of the pump. The pump was then used with a new confidence cement kit. The pump was able to push the cement through the needle at varying flow rates. Water was seen behind the pump piston. It is unknown whether the water behind the pump piston was a result of leaking past the o-ring, the safety valve, or was placed there during filling of the pump. A review of the device history record for the confidence kit, no needles found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month complaint trend analysis for the confidence kit, no needles was conducted on the entire confidence family, as this failure mode is not unique to this device. It was noted that there was no harm to the patient but harm could expected if the issue were to recur. Review of complaints found no significant trends. The root cause of the liquid coming out of the device cannot be positively determined. However, even though the liquid was leaking past the piston, the pump was fully operational and within specifications. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.